Event description:
It was reported that on approximately 2015-(B)(6), the patient¿s catheter was cut by a plastic surgeon doing abdominal plastic surgery. The patient had a daily dose of baclofen at approximately 1400 micrograms. The patient started to show withdrawal and underdose symptoms and also had hematoma after the abdominal surgery that had to be revised requiring medical intervention. The neurosurgeon had to explant the spinal catheter and put in a lumbar catheter to give baclofen via syringe pump, as an abdominal pump procedure was out of the question for the moment. The pump was reported as explanted and discarded. The date of explant was reported as approximately 2015-(B)(6). The product was to be replaced in the future. No diagnostic testing or troubleshooting was required. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. The patient¿s status at the time of the report was unknown. This device system delivered lioresal. Additional information was requested to clarify the products involved and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).